Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. The sub assembly device history records contain nonconformance that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guide are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook acrobat¿ calibrated tip wire guide. It was reported that the physician planned to removed the stone or place drainage catheter during ercp procedure. The physician advanced the duodenoscope to the duodenal papilla, then utilized the tri-25m [tri-tome pc triple lumen sphincterotome] and acrobat wire guide to get into the duodenal papilla. The physician flushed the wire guide lumen of the tri-25m with saline before advancing the acrobat wire guide into the tri-25m, meanwhile utilized gauze to conduct soaking, then took 90 seconds to complete the sphincterotomy. The physician then detected that there were five (5) stones in the common bile duct with contrast, the maxim diameter of the five (5) stones was 12mm. The physician slightly cut the duodenal papilla with tri-25m, then placed 7fr drainage catheter to drainage bile, considering the patient's age (B)(6) and stone quantity. The physician flushed the catheter, then advanced the catheter through the wire guide to the duodenal papilla and found that the catheter could not be advanced any more. The physician then retracted the catheter and found that the coating of the wire guide, with the part that is outside of duodenal papilla, peeled off [subject of report] which caused the catheter advancement to be difficult. The physician then changed to a metii-35-480 wire guide to complete the catheter placement. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The wire was returned with coating damage at 26.7cm to 27.2cm with core wire exposed. There were no other anomalies detected with the device. The device history record for the lot number said to be involved was reviewed. The sub assembly device history records contain nonconformances that could potentially be related to wire guide damage near the distal end. The device goes through various inspections prior to leaving the facility. These inspections would have removed any nonconforming devices prior to distribution. Investigation conclusion: our laboratory evaluation determined there was coating damage on the distal end of the device. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat¿ calibrated tip wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.